Event description:
A distributor in (B)(4) reported that a connector was missing from the connector kit bag of an rt126 infant breathing circuit. This was noticed during their inwards goods inspection. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The product referred to in the complaint is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. The rt126 infant low flow breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.